Event description:
A report was received that the patient was having increased pain and when moved around, it caused shocked down to left leg. The patient was having constant nausea due to pain. It was also reported that the patient was having increased side effects and nervousness with the scs. The scs was not helpful with the pain and causing left leg numbness or weakness that can lead to increased falls. The patient was having longer charging time which did not kept for very long. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the battery was moved to a different location. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having increased pain and when moved around it caused shocked down to left leg. The patient was having constant nausea due to pain. It was also reported that the patient was having increased side effects and nervousness with the scs. The scs was not helpful with the pain and causing left leg numbness or weakness that can lead to increased falls. The patient was having longer charging time which did not kept for very long. The patient will undergo a revision procedure.